Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the light being too bright and not darkening occurred due to a main board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during a diagnostic colo-rectal cancer screening colonoscopy procedure, the light was too bright and unable to adjust created sub-optimal viewing conditions on the evis exera iii xenon light source. Upon inspection and testing of the returned unit, main board failure was uncovered. The intended procedure was completed with the same device. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: a broken front panel; lens base was broken; rear foot was bent, a faulty main board, a faulty scope socket (stuck locking mechanism) and had a updated switch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.